Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: " date (B)(6) 2013, inratio2 2.8, lab 10. Therapeutic range: unk. Time between testing: unk.

Manufacturer narrative:
The customer did not provide a lot number or return products for investigation. Product support was unable to perform further investigation without additional information. Further investigation was not possible. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.